Manufacturer narrative:
Samples received: there are no samples available for analysis, pictures. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have only received some pictures that show thread splitting. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record of this product, this batch has an incidence but it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Remarks: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the optilene suture. During preparation of the biological valves, the staff noted that the material was stratified and deformed. The suture was also splitting and breaking. There was no patient involvement.